Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to inspect the axsym analyzer. The fse performed a probe calibration and fluidics check which passed. Liquid level sense testing also passed. No other sampling related errors have occurred or this axsym analyzer suggesting that this was an isolated incident. The customer will upgrade the axsym analyzer to have pressure monitoring installed. The customer was satisfied with the fse inspection and resolution. No further assistance was requested.

Event description:
The customer stated, that a false negative axsym cea result of 0.00 ng/ml was reported and questioned by the medical practitioner. The medical practitioner requested retesting of the sample. The retest result was >500 ng/ml undiluted and 800 ng/ml diluted. No impact to patient management was reported.